Event description:
It was reported by service report that the docker cable would not connect to the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - nurse call interface board not secure.